Event description:
It was reported to philips that the device had power issues. There was no patient involvement.

Manufacturer narrative:
Based on the information available and the testing conducted, the cause of the reported problem was due to the defective therapy capacitor. Based on the information available, defective therapy capacitor is replaced with a new one. The device was operational after defective therapy capacitor was replaced with a new one. The investigation concludes that no further action is required at this time